Manufacturer narrative:
(B)(6). (B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient presented with pre-op diagnosis: herniated lumbar disk at l4-5. The patient underwent: bilateral l4-5 hemi laminectomy, decompression of the nerve roots and removal of the herniated disk, l4-5 posterior lateral fusion by using cancellous boner chips and bone matrix protein. Per-op notes: cancellous bone chips wrapped in bone matrix protein was placed in this area, achieving a posterolateral fusion, followed by cancellous bone chips were placed in this area. Patient was taken to recovery room in a stable condition. (B)(6) 2006 the patient presented with pre-op diagnosis: 1. Pseudoarthrosis, l4-5. 2. Status post anterior lumbar interbody fusion, l4-5. The patient underwent: 1. Posterior lumbar spinal decompression and fusion, l4-5. 2. Transpedicular fixation, l4-5. 3. Use of intra-operative fluoroscopy. As per op notes, a pedicle screw system was utilized. Thermally threaded guidewires were placed through the pedicles and into the vertebral bodies. 5.5 mm tap was placed over the guidewire through the pedicle. 6.5 mm multiaxial titanium cannulated ii screw were placed over the guidewires with screw extenders. Screw extenders were mated. 40mm rod was then passed and decompression paced across the construct at l4-5. Set screws were placed and break off screw were removed. Decompression was performed at l4-5. There was no evidence of posterolateral fusion. Harvested corpectomy bone was placed over a partially decorticated l4-5 facet joint for fusion. Procedure was then replicated at l4-5 on the right. Patient tolerated the procedure well without complications.